Event description:
It was reported that when placing the PICC catheter, the customer opened the external package and found that the statlock in the catheter was damaged. It was suspected whether it was sterile. The catheter was not used and no impact was imposed to the patient. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a partially open statlock pouch was confirmed but the cause is unknown. A single photograph of an open groshong catheter kt was returned for evaluation. The packaging perforation on the inner statlock pouch was partially open. The edge of the perforation appeared jagged, indicating that the pouch film had been perforated per design during manufacturing. The components inside the pouch appeared unused and unremarkable. As long as the seal on the kit tray was intact, the components inside the statlock pouch would be sterile. Although it could be confirmed that the pouch was partially opened, it could not be determined when it occurred or the root cause. Possible contributing factors could include damage to the pouch during the manufacturing process or shifting of components during transit allowing the perforation to propagate. A review of the manufacture quality and inspection records for the implicated product batch indicated no issues potentially related to product manufacture, assembly, and packaging. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when placing the PICC catheter, the customer opened the external package and found that the statlock in the catheter was damaged. It was suspected whether it was sterile. The catheter was not used and no impact was imposed to the patient. No other information provided.